Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported force sensor test error was evidenced in the event history log (ehl). This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. A user interface issue was therefore established as the root cause. The following components were replaced to address the product issue: complete plunger head assembly including force sensor, plunger board, left/right plunger case, plunger cable and plunger tube.

Event description:
It was reported that the medfusion pump failed the force sensor test. No patient injury or complications were reported in relation to this event.